Event description:
This ra leas was implanted on (B)(6) 2002 and was capped on (B)(6) 2016 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).